Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information received: it was reported by the affiliate that during a prospective, randomized, controlled, multi center evaluation of pvs, the surgeon was performing a thoracic lobectomy, a stapler failure occurred. The surgeon solved it applying compression. Due to the stapler's failure, subjects received, during the surgery, compression, which is not usually required. No other complications were detected. The patient is in stable condition. In my surgery, the device failed when we used it over superior lobe¿s artery. 1-2 staples did not close well, and this caused in that area a bleeding, which was controlled smoothly with a swab. The device is correctly introduced, without tissue tension, or other technical justifications. My opinion is that reloads should be the problem, because the same devices were used in the vein without any problem. I would say that a bleeding between the staples was observed in the n the distal vein not in the proximal. We do not think that this bleeding occurred due to a malformation of staples or a bad insertion of the load on the device. It seems like the size of the staples was too great for those vessels that in two cases were middle and lingual lobe. Besides compression any further action or treatment was not necessary and patients are perfectly well. Additional information requested and obtained: can you please clarify what was meant by, ¿the corner of the staple was broken?¿ (from original complaint form submitted) it means that one or two staples of the machine did not close in a correct way. This made a small hole in the blood vessel due to the defect of correct closure what was the appearance of the deployed staples (b-formation, irregular, legs straight)? Legs straight. Were any staples missing from the staple line? No. Just incorrect closure. If the staples were b-formed, was the issue that the closed staple height of the white cartridge was not tight enough for the tissue thickness (tissue was too thin)? No b-formed. How much blood was lost (ml) as a result of the device issue? In the three surgeries blood lost was in small quantities (<100ml) due to correct control with pressure with a swab. Was the vessel fully skeletonized (dissected free from surrounding tissue)? Yes. Was there any tissue or ancillary device between the cutline and the distal tip of the device during the firing? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.

Event description:
It was reported that during a lobectomy procedure, a staple's failure occurred. The corner of the staple was broken when used in the distal vein. The surgeon solved it applying compression. No other complications were detected.